Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer did not mention any treatment and symptoms. The customer mentioned that the event occurred because 3 sensors came off due to weather changes. The insulin pump will not be returned for analysis.